Event description:
It was reported that high impedance was detected on the patient's vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator and lead was explanted due to high impedance. The explanted lead was not available for return. No further relevant information has been received to date.